Event description:
The company was notified of a size 25 mm aortic top hat valve explanted after approx 6 yrs for thrombotic occlusion of one leaflet of the device with partial impingement of the other leaflet.

Manufacturer narrative:
An eval of the device is currently underway, but not yet complete. Method = a review of the device history record was completed. Results = the results of the device history record review confirmed the device met all material, dimensional and performance requirements at the time of MFR and release.